Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to failed batt test alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer stated that the battery already cleaned he cap and the battery was stored at room temperature. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.